Event description:
Upon initiation of blood transfusion, it became clear that alaris 7130b model pump malfunctioned as liquid was not infusing. Transfusion stopped and pump removed. Rental unit examined and hospital services - completed transfer and removal of unit. No adverse effect to patient.